Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the system was explanted a few weeks after it was implanted because it didn¿t work. No further complications were reported or anticipated.